Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, noise and high pacing impedance measurements were exhibited with this ingevity lead. Additionally, the physician reported helix functionality issues during repositioning attempts. The lead was removed and is expected to be returned for analysis. Another ingevity lead was implanted without complications and no resulting adverse patient effects were reported.